Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the chief perfusionist that the patient had experienced pump stops and unknown alarms which occurred when connected to batteries and seemed to be doing fine when connected to the power base unit. Due to concerns of percutaneous lead issues, the patient was admitted into the hospital. Inspection of the percutaneous lead as well as x-rays was requested for evaluation. In addition, inspection of the patient's batteries and the log files were requested.